Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that pen needles are hard to pierce skin. Insulin pools under skin causing redness and bruising. Consumer is not sure if she's receiving full dosage. Verbatim: consumer reported her current box of pen needles are hard to pierce her skin. Stated she can't get the needle to go in as far as she needs it to go. Stated she the insulin then pools under her skin at the injection site and it's red or bruising. Consumer stated she is not sure if her full medication dose is being delivered. Stated yesterday she had to leave work early because she could not get the pen needle to go into her injection site. Stated these new pen needles are terrible."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that pen needles are hard to pierce skin. Insulin pools under skin causing redness and bruising. Consumer is not sure if she's receiving full dosage. Verbatim: consumer reported her current box of pen needles are hard to pierce her skin. Stated she can't get the needle to go in as far as she needs it to go. Stated she the insulin then pools under her skin at the injection site and it's red or bruising. Consumer stated she is not sure if her full medication dose is being delivered. Stated yesterday she had to leave work early because she could not get the pen needle to go into her injection site. Stated these new pen needles are terrible."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary customer returned five (5) unused 32gx4mm bd pen needles from lot 0077818. Consumer reported: that pen needles are hard to pierce skin, insulin pools under skin causing redness and bruising, and is not sure if she's receiving full dosage. All 5 returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube; sample 1, good/good, 0.0092, good; sample 2, good/good, 0.0093, good; sample 3, good/good, 0.0092, good; sample 4, good/good, 0.0092, good; sample 5, good/good, 0.0092, good. All 5 samples tested within specification. These 5 pen needles were then tested for flow using a test pen injector: all 5 were able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.